Event description:
It was reported that during set up, the box was opened to remove the device and the device was in the box without a tyvek. The sterility of the product was an issue. The device was not used. There was no patient involvement in this issue.

Manufacturer narrative:
(B)(4). Only the instrument was returned for analysis. No packaging materials and no carton were returned. Complaint could not be verified. Batch history review could not be performed because package lot number that was provided was incorrect.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.